Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. Additionally a posterior foot break was found during evaluation of the returned device. The location of the detached foot is unknown. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
A posterior foot break, not returned was found during evaluation of the returned device. The location of the detached foot is unknown.

Manufacturer narrative:
Nathe device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery via 7fr sheath using the preclose technique prior to an endovascular aortic repair (evar) procedure. Reportedly, a cuff miss occurred (suture retrieval issue). Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to an 8.5fr and the evar procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.